Event description:
It was reported that the patient underwent a posterior tlif spinal fusion at l4-l5 <(>&<)> l5-s1 in which rhbmp-2/acs was used. It was reported that imaging studies showed that the patient had developed uncontrolled bone growth and resulting nerve compression at or near the implant site. It was reported that the patient now experiences severe injuries and damages including but not limited to chronic pain, radiculitis, emotional distress, and mental anguish.

Event description:
It was reported that on (B)(6) 2012 the patient underwent: balloon kyphoplasty, l4, l5, s1 bilateral. Bone biopsy s1. Pedicle instrumentation, bilateral l4, bilateral l5, bilateral s1. Transforaminal posterior interbody fusion, right l4-5, l5-s1. Intertransverse process posterolateral fusion, l4, l5 and s1. Interaoperative biplane fluoroscopy. Local harvesting cancellous autologous bone. Use of bone proformative material. Use of bone morphogenic protein. Preoperative diagnosis: spondylolisthesis l4-5, l5-s1. Severe osteoporosis. Vertebral fracture. Neurogenic claudication. Lumbar radiculopathy. Spinal curve. Gait disturbance. Scoliosis. Spinal stenosis. Per-op notes: "the soft tipped cannulas were directed anteriorly to the posterior aspect of transverse process of l4, l5 and s1. Decortication onlay bone graft and bone morphogenic protein, bone proformative material as well as locally harvested cancellous bone was utilized for inter-transverse process posterolateral fusion...both disc spaces were irrigated copiously with normal saline and then the anterior aspect of the disc space at l5-s1, l4-5 was filled with bone morphogenic protein, cancellous autologous bone and bone proformative material. This was followed by interbody cage implant made of peek material measuring 2 6mmx12mm at each level. Each of the implants was filled with only locally harvested cancellous autologous bone. The interbody cage was fitted in such a way that the leading edge was resting on the anterior lateral left apophyseal rim at l5-s1 and l4-5, and the tr ailing end of the interbody cage implant was affixed and resting on the apophyseal rim at the posterior right lateral aspect therein. No other information was provided.

Manufacturer narrative:
(B)(4). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Products from multiple manufacturers were implanted during the procedure. Although it is unknown if any of the devices contributed to the reported event, we are filing this MDR for notification purposes.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.